Manufacturer narrative:
This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 1.6 mmol/l. It was reported the patient treated with food and drink. It was reported the patient had made changes to the pump¿s basal rate setting; the changes were reportedly made with and without consent from the patient¿s healthcare provider. There was no allegation or indication of a device malfunction. This complaint is being reported because the health event was attributed to use error.